Event description:
New patient we received yesterday afternoon from an (B)(6) facility. Patient desaturated when placed on trilogy evo from ems unit. Patient was on trilogy evo with o2 bled in on side port from 10l concentrator. Concentrator was turned all the way up to 10lpm. Oxygen was analyzed on the patient circuit side and at the concentrator. Concentrator analyzed at 99.4% analyzed at patient side was 30.4% on 10lpm. In order to maintain saturations in this patient above 90% I had to y two 10l concentrators together. This isn't the first instance of this. I have been calling philips respironics for months with no answers. We have had to send multiple patients to the ER for decreased saturations. We have had calls with philips reps just to be brushed off with no answers.